Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the first device used on the patient; see MDR 3013394970-2019-00656 is for the second device reported on the same patient.

Event description:
The user facility reported that when the physician inserted a angio-seal device guidewire into the procedure sheath, the guidewire became kinked. The device was not used and anther angio-seal device was used. Then, the attempt was made one more time, however the outcome was the same; the guidewire became kinked again. The device was not used, and was replaced by another angio-seal device to continue the hemostasis procedure. Subsequently, hemostasis was successfully achieved by the third device. The blood loss was less than 250cc's. There was no health damage to the patient. The procedure before deploying the device was a pci (percutaneous coronary intervention). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 7 mm. There was no other equipment or other devices were used with the angio-seal device.